Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer consumed glucose tablets to address their bg level. The customer alleged that the pump delivered boluses that the customer did not request. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.